Event description:
It was reported that during a cryo ablation procedure, while afapro28 balloon catheter was connected to the console and a test freeze was performed, an error message was received indicating that the catheter security could not be authenticated. The electrical umbilical cable, coaxial umbilical cable, and balloon catheter were reconnected and another test freeze was performed. The same error message still occurred. The balloon catheter was replaced to resolve the issue. In addition, a kink was observed at the tip of themapping catheter. The mapping catheter was replaced to resolve the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:2035u product ID: product type: electrical umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.